Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient provided information that he takes insulin and does not adjust the dosage. The cca documented that the patient was unable to answer specifically when the alleged error 1 issue started or how long afterward he became shaky and sweaty. The cca noted that the patient refused to answer more questions and was unable/unwilling to answer whether he received treatment after experiencing symptoms. The cca noted that the issue was not resolved and the patient's products were replaced. This complaint is reported because the patient alleges that his lfs meter displayed error 1 and afterward he became shaky and sweaty. His symptoms can be associated with hypoglycemia.